Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for 4 unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. It is unknown if/when the devices were explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but it has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two weeks post-operative four screws broke. The patient was initially implanted with a plate and screws due to a broken clavicle on an unknown date. It is unknown if/when the devices were explanted. Concomitant device: plate (part/lot unknown, quantity 1). This report is for 4 unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the received x-rays confirmed the issue as per event description (four broken locking screws). Therefore, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information provided. Relevant tests described: this report is for four (4) unknown 2.7mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with an unknown lateral clavicle plate and screws on (B)(6) 2017 for repair of a jager/breitner type iia injury with functional instability of the coracoclavicular supporting structures. Two weeks post-operative it was noted that four (4) of the screws had broken. It is not known if a revision procedure is scheduled. Concomitant device reported: lateral clavicle plate (part number unknown, lot number unknown, quantity 1). This report is for four (4) unknown 2.7mm locking screws.